Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse recommended to replace all solutions, clean the probe with alcohol, and check for clogs. Afterwards, the customer ran controls and verified the results. A complaint and service history review for serial number (B)(4) was conducted from (B)(6)2014 through (B)(6) 2015 for similar complaints. There were no complaints during this period that were similar to the present issue. The aia-2000 operator's manuals was reviewed and section 6 was found to clearly address cleaning of the wash probe. The probable cause of the event was related to ta dirty probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported that all sandwich assays were producing results below the lower specification limit (<l) while their competitive assays were yielding results above their upper specification limit (>h) using their aia-900 analyzer, sn (B)(4). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.